Manufacturer narrative:
Correction/additional information:during follow up, it was reported that the leak was observed from the connection site of the effluent bag. There was no allegation against the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of a transfer set. This occurred during use for peritoneal dialysis (pd) therapy. The leak was located at the connection point of the pd effluent bags and the transfer set. The patient was given prophylactic antibiotics and the transfer set was changed as precautionary measures. There was no patient injury associated with this event. No additional information is available.